Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the usb cable caught fire while charging the pump. Customer¿s blood glucose value was 170 mg/dl. The customer will continue to use the pump for insulin delivery.